Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "the handle on the impactor broke in two. No harm to staff or pt."